Event description:
It was reported that the customer experienced issues with an unresponsive touchscreen on their device, which caused problems entering information. As a result, the pump failed to deliver occlusion alerts and displayed inconsistent insulin readings in the cartridge, sometimes indicating zero units when insulin remained. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting assistance and was in the process of obtaining a new device.